Manufacturer narrative:
Evaluation revealed the broken nail to be the primary product. No deviations were found during review of the manufacturing documents (DHR). Correct dimension on the returned nail were confirmed in the undamaged areas. The evaluation revealed that the nail broke most likely in a fatigue fracture after a period of nearly 5, 5 months of implantation. According to found damages the fatigue fracture had its origination in the webs at lateral where overlapping stressed had occurred caused by interaction with the lag screw. Material deformation in the inferior edge of the proximal drill hole at medial identified high axial load. This load most likely contributed to the initial screw breakage ¿ locked in static manner ¿ and further to the breakage of the nail. In this case the nail broke in an area with the smallest cross section. High load application was identified by material deformation. Bone healing had not achieved in sufficient manner. Based on the above the nail breakage was not linked to a deficiency of the device but was mainly patient related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No nonconformity was identified. The event was not linked to a deficiency of the device. If additional information is received the investigation will be reopened.

Event description:
Broken g3 nail. Update 10/04/2017: according to the attached email, a distal locking screw was also broken update 10/20/2017: the locking screw has been removed in the same nail revision surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Broken g3 nail. Update 10/04/2017: according to the attached email, a distal locking screw was also broken. Update 10/20/2017: the locking screw has been removed in the same nail revision surgery.